Event description:
In 2008, the pt reported experiencing elevated blood glucose (400-500 mg/dl) since the previous afternoon and she feels "kind of out of it". Her normal blood glucose range is 110-140 mg/dl. She is 6 weeks pregnant. She stated that she treated elevated blood glucose by injecting insulin via syringe. She stated she changed her infusion set 2 times today (exp 2006-10). The pt was advised to change her infusion set due to the expiration date. Troubleshooting did not reveal any product issues. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No prod will be returned for eval.